Event description:
It was reported to philips that the system was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the device did not turn on. Upon checking with customer, quote for evaluation and repair service was sent to customer. Customer did not accept the quote and was cancelled. No service has been performed by philips. To date, no further information was received.